Manufacturer narrative:
The device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer requested a return. There were no customer comments noted. However, "alleged defect" was coded for servicing.

Manufacturer narrative:
The device was returned for evaluation. The servicing found the housing/casing was torn, the decal was torn, and the cable required replacement. The components were replaced and the device tested to specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the device was returned due to it not registering properly.